Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a polyflex esophageal stent was used during an esophagogastroduodenoscopy (egd) procedure. According to the complainant, during the procedure the delivery system kinked and it was very hard to deploy the stent. However, the stent was placed successfully. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as okay.